Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation/migration") in a 38-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test". The patient's past medical history included parity 2. Previously administered products included for an unreported indication: birth control pills from 2000 to 2003. Concurrent conditions included pelvic adhesions. In (B)(6) 2005, the patient had essure (ess205) inserted. In 2007, the patient experienced vaginal infection ("infection (bladder/urinary tract/vaginal) type: vaginal"), depression ("depression"), anxiety ("mental anguish") and nausea ("nausea"). In 2015, the patient experienced migraine ("migraines") and headache ("headaches"). On (B)(6) 2015, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced bacterial vaginosis ("bacterial vaginosis") and abdominal pain ("abdominal pain"). The patient was treated with surgery (bilateral slpingectomy on (B)(6) 2015). Essure (ess205) was removed on 16-nov-2015. At the time of the report, the uterine perforation was resolving and the vaginal infection, depression, anxiety, migraine, headache, nausea, bacterial vaginosis and abdominal pain outcome was unknown. The reporter considered abdominal pain, anxiety, bacterial vaginosis, depression, headache, migraine, nausea, uterine perforation and vaginal infection to be related to essure (ess205). The reporter commented: the patient tolerated the procedure well. There is discrepancy in product start date. Earlier it was ??-(B)(6) 2005 and in fu it was given (B)(6) 2006. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming event: uterine perforation most recent follow-up information incorporated above includes: on 20-sep-2018: plaintiff fact sheet was received - the following event were provided: bacterial vaginosis, abdominal pain. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation/migration') in a (B)(6) female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test". The patient's medical history included parity 2. Previously administered products included for an unreported indication: birth control pills from 2000 to 2003. Concurrent conditions included pelvic adhesions. On (B)(6) 2006, the patient had essure (ess205) inserted. In 2007, the patient experienced depression ("depression"), anxiety ("mental anguish"), vaginal infection ("infection (bladder/urinary tract/vaginal) type: vaginal") and nausea ("nausea"). In 2015, the patient experienced migraine ("migraines") and headache ("headaches"). On (B)(6) 2015, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, 9 years 1 month after insertion of essure (ess205). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), bacterial vaginosis ("bacterial vaginosis") and abdominal distension ("ebelly"). The patient was treated with surgery (bilateral slpingectomy on (B)(6) 2015). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the uterine perforation was resolving, the abdominal pain had resolved and the depression, anxiety, migraine, headache, vaginal infection, nausea, bacterial vaginosis and abdominal distension outcome was unknown. The reporter considered abdominal distension, abdominal pain, anxiety, bacterial vaginosis, depression, headache, migraine, nausea, uterine perforation and vaginal infection to be related to essure (ess205). The reporter commented: the patient tolerated the procedure well. There is discrepancy in product start date. Earlier it was (B)(6) 2005 and in fu it was given (B)(6) 2006.. Plaintiff received treatment for pain. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming event: uterine perforation . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-jun-2020: quality safety evaluation of ptc(product technical complaint) based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation/migration") in a 38-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test". The patient's past medical history included parity 2. Previously administered products included for an unreported indication: birth control pills from 2000 to 2003. Concurrent conditions included pelvic adhesions. In january 2005, the patient had essure (ess205) inserted. In 2007, the patient experienced vaginal infection ("infection (bladder/urinary tract/vaginal) type: vaginal"), depression ("depression"), anxiety ("mental anguish") and nausea ("nausea"). In 2015, the patient experienced migraine ("migraines") and headache ("headaches"). On (B)(6) 2015, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain. The patient was treated with surgery (bilateral salpingectomy on (B)(6) 2015). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the uterine perforation was resolving and the vaginal infection, depression, anxiety, migraine, headache and nausea outcome was unknown. The reporter considered anxiety, depression, headache, migraine, nausea, uterine perforation and vaginal infection to be related to essure (ess205). The reporter commented: the patient tolerated the procedure well concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming event: uterine perforation most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received, reporter added , event added as:- infection (bladder/urinary tract/vaginal) type: vaginal, psychological or psychiatric problems condition: depression and mental anguish, migraines / headaches, nausea. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation/migration') in a 38-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test". The patient's medical history included parity 2. Previously administered products included for an unreported indication: birth control pills from 2000 to 2003. Concurrent conditions included pelvic adhesions. In (B)(6) 2005, the patient had essure (ess205) inserted. In 2007, the patient experienced vaginal infection ("infection (bladder/urinary tract/vaginal) type: vaginal"), depression ("depression"), anxiety ("mental anguish") and nausea ("nausea"). In 2015, the patient experienced migraine ("migraines") and headache ("headaches"). On (B)(6) 2015, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced bacterial vaginosis ("bacterial vaginosis"), abdominal pain ("abdominal pain") and abdominal distension ("ebelly"). The patient was treated with surgery (bilateral slpingectomy on (B)(6) 2015). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the uterine perforation was resolving and the vaginal infection, depression, anxiety, migraine, headache, nausea, bacterial vaginosis, abdominal pain and abdominal distension outcome was unknown. The reporter considered abdominal distension, abdominal pain, anxiety, bacterial vaginosis, depression, headache, migraine, nausea, uterine perforation and vaginal infection to be related to essure (ess205). The reporter commented: the patient tolerated the procedure well. There is discrepancy in product start date. Earlier it was (B)(6) 2005 and in fu it was given (B)(6) 2006. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming event: uterine perforation. Most recent follow-up information incorporated above includes: on 20-mar-2020: content from social media - event was added- ebelly. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation/migration') in a 38-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test". The patient's medical history included parity 2. Previously administered products included for an unreported indication: birth control pills from 2000 to 2003. Concurrent conditions included pelvic adhesions. On (B)(6) 2006, the patient had essure (ess205) inserted. In 2007, the patient experienced depression ("depression"), anxiety ("mental anguish"), vaginal infection ("infection (bladder/urinary tract/vaginal) type: vaginal") and nausea ("nausea"). In 2015, the patient experienced migraine ("migraines") and headache ("headaches"). On (B)(6) 2015, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, 9 years 1 month after insertion of essure (ess205). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), bacterial vaginosis ("bacterial vaginosis") and abdominal distension ("ebelly"). The patient was treated with surgery (bilateral slpingectomy on (B)(6) 2015). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the uterine perforation was resolving, the abdominal pain had resolved and the depression, anxiety, migraine, headache, vaginal infection, nausea, bacterial vaginosis and abdominal distension outcome was unknown. The reporter considered abdominal distension, abdominal pain, anxiety, bacterial vaginosis, depression, headache, migraine, nausea, uterine perforation and vaginal infection to be related to essure (ess205). The reporter commented: the patient tolerated the procedure well. There is discrepancy in product start date. Earlier it was (B)(6) 2005 and in fu it was given (B)(6) 2006. Plaintiff received treatment for pain. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming event: uterine perforation most recent follow-up information incorporated above includes: on 9-jan-2020: plaintiff fact sheet received. Outcome for the event "abdominal pain" was added as recovered. Essure insertion date updated to (B)(6) 2006 (previously reported as (B)(6) 2005). Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation/migration") in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and pelvic pain ("severe pelvic pain"). The patient was treated with surgery (removal of the device). Essure (ess205) was removed. At the time of the report, the uterine perforation and pelvic pain outcome was unknown. The reporter considered pelvic pain and uterine perforation to be related to essure (ess205). Company causality comment: incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.